Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone atherectomy device with a spider fx embolic protection device, non-medtronic 7fr sheath and 0.018 guidewire during treatment of a 150mm calcified and plaque lesion int eh patient¿s mid and distal right superficial femoral artery and popliteal artery. Artery diameter reported as 6mm. Moderate vessel calcification and slight tortuosity are reported. Lesion exhibited 70% stenosis. IFU was followed. Vessel pre-dilation was performed. It is reported that the hawkone device became jammed with calcium and the thumb slide would not close. The physician attempted turning off the power to slide the thumbswitch into the off position while the device was in the patient unsuccessfully. The thumbswitch was not able to be closed eventually. The physician removed the device was cleaned it however a piece of debris remained visible which was unable to be dislodged from the nosecone which blocked the thumbswitch. There was no deformation noted in the device. It was unable to be determined if the cutter was inside or outside the housing during the device removal. The device was safely removed from the patient. There was no chips or deformations noted in the cutter. There was no vessel damage noted. A second device was opened and used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Device evaluation a visual inspection of the hawkone showed the cutter was in the cutter window and that there was damage to the housing distal to the anchor pockets. No biologics were found inside housing. The thumbswitch was advanced and the cutter advanced approximately 5mm inside the housing until it reached the damage on the housing. The cutter was unable to advance any further due to the damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.